Manufacturer narrative:
Correction to h10: the identified discolored image can also show stripes on the image; therefore, the customer's reported complaint was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage. And/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported event occurred during use for a gastro-related laparoscopy. There was a delay in the procedure when the user had to change scopes and the procedure was completed with a different scope. The defective scope was inspected before use and no faults were detected.

Manufacturer narrative:
The olympus device evaluation was unable to confirm or reproduce the customer¿s reported problem. However, olympus identified the scope produces a purple-colored image due to a defective video cable unit. The inspection also noted the objective coverglass at the distal end of the outer tube is cracked. The cause of the defective video cable cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported, ¿gives horizontal stripes in the image periodically, and increasing when the scope has been on with light for a period. Suspect image chip failure.¿ the customer reported problem was found at an unspecified event. Upon inspecting and testing, olympus identified the scope produces a purple-colored image due to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image defect found during the repair inspection.